Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the root cause is due to air being sucked into the disposable because there was an open clamp on unused supply line. Labeling review found the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error 2240 (air in line) alarm which occurred on home choice (hc) during dwell 3 of 5. The baxter technical service representative (tsr) had the home patient (hp) check lines and bags and found that the unused final line clamp was open. The tsr reviewed proper setup procedures. The tsr had the hp cycle power and disconnect using aseptic technique and remove the cassette. The hp will notify the nurse of the missed therapy. Product surveillance contacted the nurse on (B)(6) 2011. The nurse stated the patient had told her about the event and proper procedures were reviewed. Therapy was going fine for the patient after the event. No patient injury or medical intervention was reported.